Event description:
A 20 g introcan was inserted into the left antecubital. The pt was to receive 4 days of IV antibiotics. One day the pt came in for their antibiotic, IV normal saline was later hung. The pt bent their arm and felt a "pop", the IV then started to leak. When the nurse checked the site, only 1/8" of the IV cannula remained. An x-ray was done and the cannula was seen. An exploration was done and during the exploration, the catheter migrated and was unable to be retrieved.